Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead thresholds had risen post-heart valve surgery and were high. The lead was capped and rep laced. No patient complications have been reported as a result of this event.